Manufacturer narrative:
Investigation ¿ evaluation: it was reported after a cesarean section, the patient lost approximately 300ml of blood. A bakri tamponade balloon catheter was placed transabdominally to treatment of postpartum hemorrhage. After inflating the balloon, leakage was observed, prompting immediate removal of the balloon. The patient continued to lose approximately 200ml of blood, total estimated blood loss of about 500 ml. A new balloon was then inserted to complete the procedure. The physician did not use metal tools. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. The device was returned for investigation in an open package with label. A functional leak test was performed using water, and a leak was found. Visual examination noted a cut in the balloon material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history database search showed no other related complaints for the complaint device lot. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, the cause of the event could not be established. The balloon appeared to have been damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported after a cesarean section, the patient lost approximately 300ml of blood. A bakri tamponade balloon catheter was placed transabdominally to treatment of postpartum hemorrhage. After inflating the balloon, leakage was observed, prompting immediate removal of the balloon. The patient continued to lose approximately 200ml of blood, total estimated blood loss of about 500 ml. A new balloon was then inserted to complete the procedure. The physician did not use metal tools. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6) h3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.